Event description:
It was reported that "cuts" were found in the bd posiflush¿ sf saline syringe packaging before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we have had an on-going issue since may on cuts in pouch for the 306553."

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (mds-20-1971-fa) for multiple lots of the bd posiflush¿ sf (sterile field) saline flush syringe 10ml and the bd posiflush¿ xs (externally sterile) 10 ml syringe. This product has been confirmed to exhibit holes in the packaging, which impacts package integrity and potentially compromises a sterile field. While the sterility of the outer surface of the syringe may be compromised, the saline solution and the sterile path of the syringe are not impacted. The root cause investigation is ongoing and will be documented in CAPA # 1472554; however, the issue has been isolated to product manufactured using one single packaging line.

Event description:
It was reported that "cuts" were found in the bd posiflush¿ sf saline syringe packaging before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we have had an on-going issue since may on cuts in pouch for the 306553."

Manufacturer narrative:
H.6. Investigation summary four photos and 23 samples were received by our quality team for evaluation. Upon visual inspection, it was observed that the flange was through the package; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the root cause may be related to the alignment of the syringe flange in the blister packs following the robot transfer from the syringe loader to the sterilizer trays prior to sterilization. Additional root causes are being explored, including post sterilization handling conditions. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "cuts" were found in the bd posiflush¿ sf saline syringe packaging before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we have had an on-going issue since may on cuts in pouch for the 306553."